Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and needs assistance with the rewind process. Customer was successfully assisted with the rewind. Customer declined high blood glucose troubleshooting and treated with the pump. No further details given.